Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator did not pass the power on self-test (post). There was no patient involvement at the time of the reported incident. The field service engineer (fse) found that the compressor cable pins were damaged and the ground isolation was failing. The fse reset the pins and the ground isolation passed. The fse performed testing and calibrations and the ventilator operated with the manufacturing specifications.